Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zkb00 intraocular lens (iol) was explanted from patient's right eye (od) due to patient being unhappy with her vision, she thought it was too strong. The explanted lens was replaced with a same lens model but a different diopter. Per follow-up, there were no incision enlargement, no vitrectomy and no sutures required. It was noted also that there was no post-operative injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/25/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a biohazards bag and kept in a sample bottle. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. The observation showed no abnormalities on the lens. Lens was further measured and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.